Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Customer stated that she fell. Customer was sweating, irritable and loss control of limbs. Hospital treated with insulin drip. The current blood glucose reading is 196 mg/dl. Nothing further reported.